Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A copy of FDA medwatch was received which states "it was reported that while the pump was infusing two (2) life saving vasopressors it suddenly shut off and had an error message". There was patient involvement and unspecified patient harm.

Manufacturer narrative:
Additional information : imdrf annex a, g codes.

Event description:
A copy of FDA medwatch was received which states "it was reported that while the pump was infusing two (2) life saving vasopressors it suddenly shut off and had an error message". There was patient involvement and unspecified patient harm.